Event description:
Caller states the patient tested 2.2 inr on the coaguchek system 1 and .8 inr/.8 inr on additional coaguchek systems during duplicate testing. No adverse event reported action was taken based on device results. No adverse event reported. Requested return of the suspect system and replacement was sent.